Event description:
The customer reported that the monitor fails intermittently. The image looks snowy. No pt injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ge service representative cleaned and reinsulated the tube connector. The system was tested and found to be working as intended and put back in service.